Event description:
Boston scientific received information that during a routine device interrogation it was noted that the shock impedance measurement for the right ventricular (rv) lead and device had increased from 45 ohms to 108 ohms. Review of the data revealed that the increased started six months prior. Due to the patient's history of cardiac arrest, the physician opted to fit the patient with a life vest and perform a revision procedure. Upon opening the pocket, the physician became concerned over a possible loose setscrew on the shocking coil. A fluoroscopy image was obtained but was inconclusive. Subsequently the physician opted to explant the device and surgically abandon the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.